Manufacturer narrative:
Correction - the device serial number was updated in section d4.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. The infusion device went into the quick-bolus function without the patient activating it. The infusion device went into the quick-bolus function several times by itself. The patient removed the battery and after reinsertion the ok-button did not work.